Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('unable to see essure that was previously placed in her fallopian tubes') in an adult female patient who had essure (batch no. 678819) inserted for female sterilisation. The patient's medical history included pelvic pain female, adenomyosis, uterine bleeding, intramural leiomyoma of uterus, ovarian cyst and menorrhagia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, right salpingectomy,left salpingo-oophorectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: discrepancy in start date as per pif (B)(6) 2010. Left ostia with 1 coil visualizable. Right ostia with 5 coils, visualizable. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device dislocation. Most recent follow-up information incorporated above includes: on 30-dec-2020: mr received: case category upgraded to serious incident. Previously reported event: 'injury to herself' was replaced by ' unable to see essure that was previously placed in her fallopian tubes'. Lot number, medical history, removal date, patient's date of birth, patient demographic, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('unable to see essure that was previously placed in her fallopian tubes') in an adult female patient who had essure (batch no. 678819) inserted for female sterilisation. The patient's medical history included pelvic pain female, adenomyosis, uterine bleeding, intramural leiomyoma of uterus, hemorrhagic ovarian cyst and menorrhagia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy,right salpingectomy,left salpingo-oophorectomy, cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: discrepancy in start date as per pif (B)(6) 2010. Left ostia with 1 coil visualizable. Right ostia with 5 coils, visualizable. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.